Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, it was impossible to remove all the air from the sheath during the aspiration process. It was noted that the physician believed that there was an issues with the valve. The sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.